Manufacturer narrative:
The insulin pump had blank display due to missing battery tube spring and corroded battery tube. Analysis was unable to perform the operating currents measurement, self test,unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No moisture damage found inside the pump. No cosmetic damage noted.

Event description:
The customer reported via phone call that they that the spring came out of the battery compartment. The customer's blood glucose was 274 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.